Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation, precock functional, rotation, and swivel, yes; cartridge batch number, ckw0415; and staple count, 14. Functional tests & results: cycled the instrument, yes; and test cartridge batch number, na. Analysis conclusion: based upon the inquiry info received, the visual examination and the functionla test, it was concluded that the instrument was conformed with regard to staples feeding, firing and forming. The instrument was received with the trigger almost completely depressed and with a partially formed staple in the cartridge nose. The firing cycle was completed and the partially formed staple fully formed and ejected from the cartridge nose. The instrument then cycled, fired, and formed the remaining 13 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire, and form correctly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.